Event description:
The dr applied a 30000 fixator on pt's femur fracture. It was noted at a later date that the ball joint had slipped from position and the fracture was in valgus misalignment. The dr removed the fixator and replaced it with a different model external fixator and realigned the fracture. The replacement fixator is expected to achieve desired results for the pt's fracture.